Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad lld contact spring in the reported problem area of the pipette assembly. The lld contact spring, plunger clamp and tip clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.